Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed and found to have a dislodged tip or jaws, causing the electrode sealing surface to move unexpectedly. Failure analysis confirmed the dislodged blue spring pad in the jaws, aligning with the customer complaint. No missing material or damage to the grips or jaw cover was found. The instrument housing showed bulging near a release lever, but there were no cracks or missing pieces. The instrument's grip open lever was missing but showed no signs of damage. A spring in the backend was found dislodged; it was no longer connected to the grip open assembly but remained in place. The complaint was confirmed by failure analysis. The probable root cause of the advanced instrument other component ¿ dislodged is attributed to the component susceptibility to damage. The probable root cause of the spring dislodged issue is attributed to the manufacturing as per the failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument had a dislodged tip/jaws. The electrode sealing surface was moving. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected at the beginning of surgery with no damaged observed. The synchroseal sealed properly. Unsure how long the instrument was in use.